Event description:
A user facility reports a pt experienced a capsular bag tear during intraocular lens (iol) implantation. Additional info has been requested.

Event description:
The surgeon provided add'l info that indicated he did not feel this event was related to the intraocular lens (iol)